Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: l5-s1 pseudoarthrodesis and lumbar spondylosis at l4 to s1, lumbar radiculopathy, and lumbar spondylosis with spondylolisthesis, l4-l5 and l5-s1. Patient also had earlier fusion surgery but continued to have excruciating back and leg pain postoperatively. Patient's leg had numbness and beginning to have weakness. Per op-notes, surgeon went from the lateral side and did diskectomy at l5-s1, followed by interbody arthrodesis, followed by insertion of a peek cage with bmp and autologous morcellized bone graft. Duration of surgery increased by 90 minutes due to all the different anatomy and because of all scars around the area. Patient tolerated the procedure well with no complications reported.

Event description:
It was reported that the patient underwent a posterolateral lumbar fusion at l5-s1 using rhbmp-2/acs. Following the surgery, the patient suffered significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth and subsidence. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.